Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving intrathecal morphine 5 mg/ml at 1.7025 mg/day via a pump implanted for non-malignant pain. It was reported that since implant on (B)(6) 2016, the patient had experienced swelling at both incision sites. The patient was told by one health care provider she could put ice on it and another health care provider said she couldn't. The patient was also experiencing pain. The pain level had not gotten up to a 2 or 3 though. Additional information was received from a consumer indicated the patient as receiving dilaudid (unknown concentration and dose) via their implanted pump. The patient thought her body was rejecting the pump because of the edema. Swelling was on her left side and went all the way down to the knee. Initially the patient had morphine in her pump; however they changed her to dilaudid to see if the edema would subside. The dilaudid was slowly being increased by 30% and a test was done to make sure the medication was going into her spine and not leaking. She said everything was working, but she still continued to have edema and pain. The patient developed a golf ball sized lump on her back. She thought it was the pump but the doctor told her that it was not because the pump was in her abdomen. The doctor took a picture of it and sent it to the neurosurgeon. The neurosurgeon saw the patient and told her ¿I guess I will have to cut you open again¿. The patient was unhappy with this comment and felt that maybe the neurosurgeon was not qualified to be implanting and explanting pumps. The patient¿s pain became so severe that they had to take her to the hospital and the neurosurgeon was on vacation so his associate saw her and then an unknown hcp removed the pump and the catheter. This was on (B)(6); however it was then reported it was july as far as the date of the explant. Device registration indicated the pump and catheter were explanted on (B)(6) 2016. They sent her home the next day and she had to lay flat on her back for 24 hours. She developed a headache and more pain. She took more pain pills than she was supposed to, to try and help it, but it did nothing. She was taken by ambulance again to the same hospital and had a second emergency surgery. The surgeon who performed the explant did not close her up properly after the explant and she had leaked so much cerebrospinal fluid (csf) that she almost died. The priest came to anoint her. They sent her home again the next day. This second emergency surgery was not even a week later after the first. She also said that before this surgery they tried four times to get csf out but could not because there was hardly any left to get out so she told them no more, it felt like torture. The patient was taking oral oxycodone 30mg a day now, but it was not helping at all. It was also reported the patient had biomet hip issues and this was why they decided to put the pump in to help with this hip pain. The patient had metal levels in her body from the hip and they were so high that a revision was now needed. The patient was taking 30 mg oxycodone a day for her pain and it was not helping it but once she has the hip surgery she should be better. She was taking 120 mg of oxycodone and 40 mg oxycontin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.